Event description:
It was reported a patient experienced peritonitis due to unknown causes while using baxter pd disposables during peritoneal dialysis (pd) therapy. The patient was hospitalized for 5 days for the event. Treatment for the event was unknown. On the last day of the patient's hospitalization, pd therapy was withdrawn and the patient began hemodialysis (hd) therapy. At the time of this report, the peritonitis event was considered ongoing but improved. (B)(4). This is report 2 of 4.

Manufacturer narrative:
(B)(4). The sample is not available for analysis; therefore a sample evaluation will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd893578, gd893461, and gd893446 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the cause was not identified because no sample was returned to baxter, the batch review revealed no issues, and the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue.